Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 14 mg/dl. Reportedly, customer filled tubing while connected at the site. Customer addressed bg by eating cake and drinking soda. Reportedly, emergency medical technicians were called. However, the treatment given to the customer was unknown. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information was provided.